Event description:
It was reported that, "when surgeon was using flexible reamer, he reamed to a 7 1/2 first and then when he went to ream an 8.0 flexible reamer, it broke uncoiled.

Manufacturer narrative:
Additional information has been requested and if received will be provided on a supplemental report.